Event description:
The customer reported that an expired mononuclear cell collection set was used for the leukapheresis process at the hospital site. The lot number was not provided, therefore, it is unknown the exact expiration date of the set used. Per the customer, "it relates to a batch manufactured in 2021 which expired in 11/23" pursuant to directive 95/46/ec on the protection of individuals with regard to the processing of personal data and on the free movement of such data, the processing of personal data outside of the european union is highly regulated and strictly limited. Therefore, in compliance with this directive, terumo bct is unable to obtain personal data, as defined by the directive, related to patients or donors located within the european union. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in b.5, h.6 and h.11. Investigation: attempts were made to collect additional information related to the patient/donor and disposition of the collected product from the customer; however, no additional information was provided. The customer did not provide the lot number pertaining to this event, therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. A disposable complaint history search could not be performed because the lot number was not provided by the customer during the complaint submission and the customer failed to provide the lot number despite three attempts. The customer history report indicates no further related issues have been reported for this customer. Correction: the customer was made aware of the issue relating to the use of the expired sets and further information can be found on the IFU. The customer was also informed that we cannot make recommendations for use outside of our allowed expiry dates so any actions here would be considered their own risk. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that an expired mononuclear cell collection set was used for the leukapheresis process at the hospital site. The lot number was not provided; therefore, it is unknown the exact expiration date of the set used. Per the customer, "it relates to a batch manufactured in 2021 which expired in 11/23" patient information and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Lot number, manufacture and expiry date are not available at this time. Investigation is in process, a follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in h6 and h11. Investigation: attempts were made to collect additional information related to the patient/donor and disposition of the collected product from the customer; however, no additional information was provided. The customer did not provide the lot number pertaining to this event; therefore, a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. A disposable complaint history search could not be performed because the lot number was not provided by the customer during the complaint submission and the customer failed to provide the lot number despite three attempts. The customer history report indicates no further related issues have been reported for this customer. Correction: the customer was made aware of the issue relating to the use of the expired sets and further information can be found on the IFU. The customer was also informed that we cannot make recommendations for use outside of our allowed expiry dates so any actions here would be considered their own risk. Root cause: a root cause assessment was performed for this complaint. The root cause was determined to be an operator error in which the operator failed to follow the operating instructions for the device. The instructions for use paperwork provided with the kits depicts the expiry symbol and provides the following verbiage, "indicates the date after which the medical device is not to be used". Additionally, within the spectra optia apheresis system operator manual, it is indicated that the operator verifies the tubing set had not expired by checking the expiration date on the cover of the package.

Event description:
The customer reported that an expired mononuclear cell collection set was used for the leukapheresis process at the hospital site. The lot number was not provided; therefore, it is unknown the exact expiration date of the set used. Per the customer, "it relates to a batch manufactured in 2021 which expired in 11/23" pursuant to directive 95/46/ec on the protection of individuals with regard to the processing of personal data and on the free movement of such data, the processing of personal data outside of the european union is highly regulated and strictly limited. Therefore, in compliance with this directive, terumo bct is unable to obtain personal data, as defined by the directive, related to patients or donors located within the european union. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide corrected information in e.1. Investigation: attempts were made to collect additional information related to the patient/donor and disposition of the collected product from the customer; however, no additional information was provided. The customer did not provide the lot number pertaining to this event, therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. A disposable complaint history search could not be performed because the lot number was not provided by the customer during the complaint submission and the customer failed to provide the lot number despite three attempts. The customer history report indicates no further related issues have been reported for this customer. Correction: the customer was made aware of the issue relating to the use of the expired sets and further information can be found on the IFU. The customer was also informed that we cannot make recommendations for use outside of our allowed expiry dates so any actions here would be considered their own risk. Root cause: a root cause assessment was performed for this complaint. The root cause was determined to be an operator error in which the operator failed to follow the operating instructions for the device. The instructions for use paperwork provided with the kits depicts the expiry symbol and provides the following verbiage, ¿indicates the date after which the medical device is not to be used¿. Additionally, within the spectra optia apheresis system operator manual, it is indicated that the operator verifies the tubing set had not expired by checking the expiration date on the cover of the package.

Event description:
The customer reported that an expired mononuclear cell collection set was used for the leukapheresis process at the hospital site. The lot number was not provided, therefore, it is unknown the exact expiration date of the set used. Per the customer, "it relates to a batch manufactured in 2021 which expired in 11/23" pursuant to directive 95/46/ec on the protection of individuals with regard to the processing of personal data and on the free movement of such data, the processing of personal data outside of the european union is highly regulated and strictly limited. Therefore, in compliance with this directive, terumo bct is unable to obtain personal data, as defined by the directive, related to patients or donors located within the european union. The collection set is not available for return because it was discarded by the customer.